Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: lasso nav eco 2515 catheter (model# d-1343-02-s, lot# 17570681l). St. Jude medical brk transseptal needle (model# unknown lot# unknown). St. Jude medical sl1 sheath (model# unknown lot# unknown). St. Jude medical agilis sheath (model# unknown, lot# unknown). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smarttouch® bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, while having difficulties accessing the right pulmonary veins, the physician noticed wall motion abnormalities. Tamponade was confirmed via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition immediately after the event. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. Adverse event was considered to be life-threatening. It was noted that high force values were observed in some parts of the posterior wall near the right pulmonary veins. There were no factors cited that contributed to the adverse event. Physician did not provide a causality opinion. Transseptal puncture was performed with a st. Jude medical brk needle. Sheaths in use were a st. Jude medical sl1 and a st. Jude medical agilis. Generator parameters were set on power control mode with temperature cut-off of 45°c. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set on 2ml/min during mapping phase. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. Smarttouch catheter was not in close proximity to another catheter. Smarttouch catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. There were no errors reported on any bwi products during the procedure.